Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The field service engineer (fse) confirmed the station came online but remained unsynchronized and in disconnected mode. The csc (customer support center) remotely accessed the station, identified prolonged disconnection, performed a database backup, initiated a full synchronization, rebooted the station, and verified successful communication restoration and application launch. The system functioned as intended after customer support center (technical support specialist) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station remained in disconnect mode despite being rebooted and power cycled. The issue persisted even after the user turned the unit off and back on. However, there were no delays or adverse events or injuries reported based on this event.